Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23058.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23058. It was reported during a trial procedure on (B)(6) 2015, the patient reacted to the medicine due to which she stopped breathing. As a result, the patient's leads were removed and the procedure was abandoned. The patient was turned on her back and the issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.